Event description:
During product service by a service technician, a flogard infusion pump found to have the force sensing resistors (fsrs) out of specifications. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. During visual inspection the force sensing resistors (fsrs) were identified to be out of specification; the cause was undetermined. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.